Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were less responsive. Customer stated that the insulin pump had rejected batteries, failed battery tests and battery life was diminished to less than a week. Customer stated that the setting of insulin pump disappear when changing out the battery and received unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.